Event description:
Customer's family member reported that in 2003, the customer was tested with the freestyle meter receiving a result of 72 mg/dl. Family member reported that pt did not look well and felt glucose levels were actually lower. Family member gave the pt orange juice and the pt began to seize. Family member took pt to the ER. While in transit, family member gave the pt soda. The pt became coherent before arriving to the ER. A lab test was performed with a result of 71 mg/dl. The customer was treated with potassium and discharged home.